Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had difficulty inserting the lead to the header of this cardiac resynchronization therapy defibrillator (crt-d). After several attempts, the pin went all the way in and was visible beyond block. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.